Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined. It was reported that the patient was transplanted, and was updated on the transplant list due to their previous driveline infection. Per additional information, the vad was retained by the hospital. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient previously experienced driveline infection on (B)(6) 2018 which is reported under MFR report # 2916596-2018-05779. The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device- 1 year, 9 months. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was updated on the transplant list due to driveline infection and has since had a transplant. The customer plans to return device for evaluation, however, the pathologist still has the product. No additional information was received.